Event description:
It was reported that: closure device was either deployed in tissue tract or pulled out of arterial vessel. There was no indication after the procedure that anything was wrong. However, the arteriotomy was not properly sealed and the patient had a bleed that required vascular surgeon to remove device and surgically repair arterial vessel.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery. Activated clotting time (act) prior to closure was 300, it is unknown if protamine or heparin were administered. The arteriotomy was 10mm, free from calcification or tortuosity, and had a depth measurement of 5 cm. Micropuncture and ultrasound were utilized to gain a central positioned access. Issues were encountered advancing and withdrawing the procedural sheaths. A massive fist-sized hematoma formed while the physician was withdrawing the procedural sheath prior to manta deployment. During deployment, manta was either deployed into the tissue tract or pulled outside the vessel. Following manta deployment, there was no indication that anything went wrong; except, the puncture site was not sealed, and the physician choose to proceed with vascular surgery to address the bleed, explant manta, and repair the vessel. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to the hematoma that was present prior to deployment. Likely altering the depth measurement for deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta anchor to deploy outside the vessel. However, it is inconclusive due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigative purposes. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based on local surgical repair at the vessel access site arteriotomy was used to achieve sealing the puncture site. The IFU states the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural requirements state activated clotting time (act) should be below 250 seconds prior to closure.